Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device change-out procedure for normal battery depletion (nbd), this implantable right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 200 ohms from rv to can and triad. The physician tried reconnecting three times, with the same outcome. It was noted that the physician was using a plasma blade. Technical services (ts) explained that electromagnetic interference (emi) from the plasma blade likely interfered with the impedance test. The patient was seen in clinic approximately nine days later, and it was noted that impedances were good and thresholds were unchanged. Impedances were stable with isometrics and pocket manipulation. This lead remains in service, and ts recommended remote monitoring. Additional information received indicated that there were plans for rv lead revision, however it was later decided to monitor this lead with the new device as all measurements were back in range. No adverse patient effects were reported.